Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer who contacted the company to report adverse event and a product complaint (pc), concerned a (B)(6) male patient of unknown origin. Medical history included high cholesterol, hypoglycemia, heart disease, spleen resection and a frail-looking (as reported). Concomitant medications included metformin, used for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix25) from a cartridge via a humapen luxura (unknown color), 8 unspecified units in the morning, 8 unspecified units at noon and 8 unspecified units in the evening subcutaneously for an unknown indication for use, beginning in (B)(6) 2012. On (B)(6) 2018, he did not administer his insulin due to injection malfunction (product complaint # ; lot number # c790145a/1107b05). On an unknown date, during the period of using insulin lispro protamine suspension 75%/insulin lispro 25%, he had hypoglycemia which led to coma. The event of hypoglycemia led to coma was considered as serious due to its medical significance. Information regarding corrective treatments and outcome of the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was ongoing. The user of the device was the patient and his training status was not provided. The device model duration of use and suspect device duration of use was from (B)(6) 2012 to (B)(6) 2018. The action taken with the suspect device and returned status was not reported. The reporting consumer did not provide a relatedness assessment between the events with insulin lispro protamine suspension 75%/insulin lispro 25% and suspect device. Edit 03aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 03-aug-2018: upon internal review, the case was reopened in order to update the suspect device from humapen luxura half-dose device to humapen luxura, burgundy. No other changes performed to the case.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and a product complaint (pc), concerned a 59-year-old male patient of unknown origin. Medical history included high cholesterol, hypoglycemia, heart disease, spleen resection and a frail-looking (as reported). Concomitant medications included metformin, used for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix25) from a cartridge via a humapen luxura (burgundy) device, 8 unspecified units in the morning, 8 unspecified units at noon and 8 unspecified units in the evening subcutaneously for an unknown indication for use, beginning in dec-2012. On (B)(6) 2018, he did not administer insulin due to pen issue; further described, the humapen luxura could not push insulin out while the injection screw could move and the injection button could be pushed down (product complaint (B)(4). Lot number 1107b05). It was further noted, the needle was not changed before every injection (two needles for one cartridge of insulin) but even after he primed (helped by agent), changed to a new needle, and reported no foreign material in the pen still no insulin could be pushed out. On an unknown date, during the period of using insulin lispro protamine suspension 75%/insulin lispro 25%, he had hypoglycemia which led to coma. The event of hypoglycemia led to coma was considered as serious due to its medical significance. Information regarding corrective treatments and outcome of the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was ongoing. The user of the device was the patient and his training status was not provided. The device model duration of use and suspect device duration of use was approximately six years (from dec-2012 to 27-jul-2018). The suspect humapen luxura (burgundy) device associated with product complaint 4435759 was not returned to manufacturer. According to the reporting consumer it was unknown if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% but it was noted that insulin was not injected into the body due to the pen issue on (B)(6) 2018, no other information on relatedness was provided. Edit 03aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 03-aug-2018: upon internal review, the case was reopened in order to update the suspect device from humapen luxura half-dose device to humapen luxura, burgundy. No other changes performed to the case. Update 29aug2018: additional information received on 27aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use, and storage from no to yes. Added date of manufacturer for the suspect humapen luxura (burgundy) device associated with (B)(4). Which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 29aug2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen luxura device "could not push insulin out." He also experienced hypoglycemic coma while using the device. The device was not returned for investigation (batch 1107b05, manufactured july 2011)). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient also reported that he reuses needles. The core instructions for use state "use a new needle for each injection." There is evidence of improper use and storage. The patient reused needles. This may be relevant to the reported delivery difficulty, but may not be related to the event of hypoglycemic coma.